Event description:
The user received questionable results for multiple assays that were discovered after quality control was out of range and the samples were repeated on the cobas e601 analyzer. Of the data provided, the results for nine patient samples were discrepant. Patient sample 1 initial probnp generation 2 (pro bnp) result was 84 pg/ml and the repeat result was 1515 pg/ml. Patient sample 2 initial troponin t stat generation 4 (tnt) result on (B)(6) 2011 was <0.010 ng/ml and the repeat result was 0.04 ng/ml. Patient sample 3 initial tnt result on (B)(6) 2011 was <0.010 ng/ml and the repeat result was 0.11 ng/ml . Patient sample 4 initial tnt result on (B)(6) 2011 was <0.010 ng/ml and the repeat result was 1.11 ng/ml. Patient sample 5 initial tnt result on (B)(6) 2011 was <0.010 ng/ml and the repeat result was 0.09 ng/ml. The initial probnp result was 8 pg/ml and the repeat result was 5464 pg/ml. Patient sample 6 initial hcg + ss result on (B)(6) 2011 was 23 u/l and the repeat result was 4982 u/l. Patient sample 7 initial tnt on (B)(6) 2011 result was <0.010 ng/ml and the repeat result was 0.29 ng/ml. Patient sample 8 initial tnt result on (B)(6) 2011 was 0. 71 ng/ml and the repeat result was 1.31 ng/ml. Patient sample 9 initial pth stat result was 31 pg/ml and the repeat result was 78 pg/ml from the original analyzer after maintenance was performed. The initial results were reported outside the laboratory and corrected results were called to the physicians. It was unknown if any patients were adversely affected. The probnp reagent lot number was 15974605. The troponin t reagent lot number was 15989401. The hcg reagent lot number was 16015003. The pth reagent lot number was 15918501. The field service representative determined the sipper probe was damaged. He replaced the sipper probe, the black sipper tubings and adjusted the voltage to within specifications. To verify the analyzer operation, he ran performance testing.